Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a revision knee procedure. Approximately 3 years post-op, the patient presented with shin pain and had a bone scan performed that showed heightened reactivity at the tip of the tibial stem. The tibial components were removed with a tibial osteotomy and a shorter tibial construct was put in its place. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)94). D10: 42545001513 - tibial perimeter cone left size large - unknown. 42560313513 - stem extension 3mm offset splined uncemented 13 mm diameter +135 mm length - 64567566. 42512400910 - articular surface fixed bearing posterior stabilized (ps) left 10 mm height - 64419177. Unknown - unknown femoral component - unknown. G2 : foreign country : new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03525 0001822565-2023-03526